Event description:
It was reported that during an ablation procedure, the "grey insulated part" was getting hot. The procedure was completed with the same device, no patient complications were reported. Five days after event date- additional information was received, during the procedure, the nurse wrapped the product around her arm, and her arm got slightly burned. No additional info was provided.

Manufacturer narrative:
Investigation cannot be performed because the device was not returned by the user facility. The complaint database could not be reviewed because the product was not returned for analysis and the lot number was not provided by the hospital.